Event description:
The event involved a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave® clear, purple clamp, rotating luer where it was reported that the computed tomography (CT) techs are having problems when they are giving patients intravenous (IV) contrast. They think it has to do with the threads on the device. When they are giving the IV contrast dye to the patient, the piece will pop off of the IV site and contrast will go everywhere. The tech said she has had this happen on multiple occasions and when it first occurred, she started checking to ensure the connections were tight thinking that may be the problem, but she said that doesn¿t appear to be the issue. There was patient involvement but no harm.

Manufacturer narrative:
The device is not available for investigation; however, a photo was provided for evaluation. The investigation is pending.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing the label side of a 12514-01 unit package. No defects or anomalies were visible from the photo returned. The device history report DHR was reviewed for lot 13655578 and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.